Event description:
It was stated that two separate incidents and pts were involved where foley catheter would not drain. When balloon was deflated, the catheter would drain. When balloon was deflated, the catheter would drain. One pt aware enough after surgery told of discomfort so catheter balloon was deflated to allow drainage. Catheters were removed and replaced.